Manufacturer narrative:
Analysis confirmed the customer comment of broken connectors and broken hanger assembly. It was additionally noted that the display wire insulation was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector on the external pulse generator (epg) was broken. The caller was advised to return the epg for service. There was no patient involvement. It was further reported that the black plastic piece that allows the connector on the leads to properly seat was broken off and thus the leads do not fit securely into the external pulse generator. It was additionally reported that the "stand" on the back of the generator was partially broken where it connects to the rod. The generator was returned for service.